Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter as per the instructions for use (IFU). Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately one year post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in the wall of the ivc an device unable to be retrieved. No filter retrieval attempt has been documented. The patient reports panic attacks in the middle of the night for fear that the filter might migrate and lodge in the heart, resulting in death. The patient reports psychological distress and mental anguish. The following additional information received per the medical records state that patient has a history of iliac, caval, and lower extremity deep vein thrombosis. During the implant procedure, the right internal jugular vein was accessed and a .018 guidewire was advanced. A 5 french micropuncture dilator was then inserted as well as a .035 glidewire. The filter was deployed immediately inferior to the renal vein. The patient tolerated the procedure well. During the procedure, it was noted that the patient had multiple caval thrombi within the inferior vena cava. .

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter was unable to be retrieved. The filter is embedded in the wall of the inferior vena cava (ivc) and the patient has also reported to have experienced anxiety in the form of reports panic attacks in the middle of the night for fear that the filter might migrate and lodge in the heart, resulting in death. There has been no documented attempt to retrieve the filter. According to the medical records the patient had a history of iliac, caval and lower extremity deep vein thrombosis and was status post back surgery and anticoagulation was contraindicated. The filter was placed via the right internal jugular vein deployed immediately inferior to the renal inflow after in a manner in which the caval thrombi were either trapped or obstructed. A venogram performed prior to the filter deployment revealed multiple thrombi within the infrarenal ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease permanent vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Since there have been no attempts to retrieve the filter and therefore no imaging available for review, the report of device embedded can not be confirmed or further clarified and no conclusion drawn as to possible contributing factors. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.